Event description:
A healthcare worker complained of burning eye while working in a room where a sterrad nx is being used. The worker reported that the unit was giving out a mist during and after its use and the room has poor ventilation. The worker did not require medical attention.